Event description:
It was reported that farfield r-wave oversensing was observed on the atrial channel of the pacemaker. The atrial lead (non-boston scientific product) also exhibited noise (possibly myopotentials) that resulted in recorded episodes of atrial tachy response. Technical services recommended further review of the programmed settings. The pacemaker remains in service and no adverse patient effects were reported.